Event description:
It was reported that during a da vinci prostatectomy procedure, a section above the hook of the permanent cautery hook instrument was burning. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found arc tracking on the yaw pulley and distal clevis, indicating that an arcing event occurred. Most of the charring is evident on one side of the yaw pulley. No other damage was found.